Manufacturer narrative:
Continuation of d11: product ID 97745 , serial# (B)(6) , product type programmer, patient product ID (B)(6) , serial# (B)(6) , product type accessory product ID m943899a , serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that their issues had not resolved. Patient stated they must recharge their stimulator about every 3 days and the entire process takes several hours to accomplish. Patient stated yesterday, they plugged the battery charge into an outlet. The device indicated 20% charged and flashing light indicated it was charging. 4 hours later at 3pm it indicated 90% charged. Patient stated they have never been able to charge it to 100%. Patient then attached the stimulator and began recharging it. The screen indicated it was completely discharged but the recharge quality was excellent. Patient reported they sat in a recliner and recharged it til about 6:10pm when it finally indicated it charged to 100%. Patient stated this was a typical experience and needed to be done every 3 days. Patient voiced disappointment and frustrations regarding device and staff.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745 , serial#: (B)(4), product type: programmer, patient. Product ID: 97745bp, serial#: (B)(4) product type: accessory. Product ID:m943899a, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were unable to charge. There were no known external or patient factors that contributed to the issue. The patient stated he was charging the implant for two hours and the battery only charged to 40%. Troubleshooting had the patient reset the controller and he was able to connect to the implant with excellent connection. It was verified that the controller was 90% full and the implant was 40%. The patient was going to charge the implant and clean the contacts and call back next week if he continues to have charging problems. It was unknown if the issue was resolved at the time of the report. No patient symptoms reported. Additional information was received from the consumer. It was reported the patient has to recharge the device every third day and it takes 3 hours to bring it to 90%. Between charging the implanted device and the battery pack, it was equivalent of a part time job. The patient had turned down the intensity to see if that would help. The patient preferred their older system to the new one. The patient had cleaned the connections as suggested by customer service and it did not make a difference. When recharging it frequently reads "finished" when only at 30-40%. The patient also reported the belt holder seemed designed to hold the charger in the back, rather than the abdomen. No patient symptoms were reported.